Event description:
It was reported that during a labral repair procedure with adhered bone fragment, the surgeon tried to go through the fragment, after several attempts bent and no longer retracted the thread, it also broke (case (B)(4)). The device broke between the handle and the shaft, external to the patient. Finally, the doctor was able to perform the suture and finish the surgery after removing a bit of bone that was located between the labrum and the glenoid, with the forceps from the elite instrument box. No surgical delay nor further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The breakage between handle and shaft of the device external to the patient does not consists to an injury, in additional, the removed bone fragment corresponds to the labral lesion the patient experienced. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a labral repair procedure with adhered bone fragment, the surgeon tried to go through the fragment several times and the accupass, after several attempts bent and no longer retracted the thread, it also broke. Finally, the doctor was able to perform the suture and finish the surgery with the forceps from the elite instrument box, after removing a bit of bone that was located between the labrum and the glenoid. No surgical delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).